Manufacturer narrative:
Additional information from customer added to b5. Investigation results: no product or photo was returned by the customer. The customer complaint of cosmetic issues and foreign matter could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2420-0007 and lot# 22065539 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03jun2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Additional information: no adverse events/serious injuries occurred. There were multiple tubing sets that were affected. I am not sure the total number since the supply chain personnel pulled most of them from the various locations throughout the hospital. In pharmacy, we found 4 sets that were contaminated.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had foreign matter in the fluid pathway. The following information was provided by the initial reporter: alaris pump infusion sets with discoloration of drip chamber and/or brown contaminants in drip chamber.